Event description:
It was reported that the patient passed away due to a clot in the pump. The outcome was not considered to be device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
Device thrombus captured in MFR. #2916596-2015-02038. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The device thrombus reported under MFR #2916596-2015-02038 was on the patient's previous pump. This thrombus was not previously reported. Manufacturer's investigation conclusion a direct correlation between the reported event, (B)(6) and the patient outcome cannot be conclusively determined. The heartmate ii left ventricular assist system instructions for use outlines potential adverse events, which includes thrombus and death, that may be associated with the use of the heartmate ii left ventricular assist system. This document also outlines the indications of thrombus and how to respond to such events. The heartmate ii left ventricular assist system instructions for use, rev. C, outlines potential adverse events, which includes thrombus and death, that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the instructions for use outlines the indications of thrombus and how to respond to such events. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.